Event description:
Event description guidant received information that while the patient was receiving electrical stimulation accupuncture, the ICD sensed noise resulting in pacemaker inhibition in this dependent patient. It was further reported that the patient also received an inappropriate shock due to the reconfirmation algorithm.